Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a serious injury due to the lack of visual monitoring by the nursing staff. The device was used for patient monitoring at the time of the alleged malfunction. There was a report of an adverse event. No further details have been made available by the customer, regarding the type of serious injury. It is only reported that the baby did encounter complications due to the lack of visual monitoring by the nursing staff. The baby was then required to be admitted into a higher acuity bed/ward.

Manufacturer narrative:
According to the technical support engineer (tse), the actual issue was one of configuration and use of the configured overview. This configuration has been in place since the product was installed and the configuration was confirmed by the clinical staff. They have more than 16 beds (17) in the bsu. This then meant that the overview screen was originally configured when the original installation was performed by the clinical specialist (cs) at the hospital's request to accommodate 16 patients (beds 1-13, 15-17) and the 17th (bed 14) was configured to be on its own overview screen separately as it wasn¿t used often as a bed space. The customer asked the tse to rearrange the overview screen so that the bed 14 was now on the 16 bed overview screen and that the bed 17 was to be put on its own screen. The maximum beds able to be overviewed on a configured screen is 16. He was informed by the biomed that the birthing unit staff had said that the fact that the configuration of bed 14 was not displayed on their main overview screen had caused them to not appropriately visually monitor the patient from the central isp review station and from this lack of overview, the patient was not cared for appropriately and complications had arisen. The biomed agreed that the philips product was not at fault and was behaving as intended and that it was a use issue by the staff in the birthing suite. This is considered as all that is warranted for this issue. The product remains at the customer site. No malfunction of the device occurred. No further investigation or action is warranted.